Event description:
Neurolink installed without consent. Have had multiple complications including blurred vision, involuntary muscle contractions, heart murmurs and palpitations and head pain. Can provide x rays and cat scans as necessary.